Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is not confirmed. One unpacked ar-1922bc serial/batch number (B)(6) was received for investigation. The device arrived for evaluation without the anchor and the eyelet. Visual evaluation did not find issues with the device. The option for functional testing for this device was checking if the deploy mechanism works as intended, resulting in passing. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0087 section e. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. Section g. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Event description:
Additional information received on 9/26/2023: this was discovered during a glenoid lip repair procedure. There is no known reason why the anchor was removed. Arthrex employee reported that the surgeon decided to remove the anchor. Upon insertion of the anchor, the eyelet deformed but it was not noticed until the surgeon decided to remove the anchor. The procedure was delayed twenty minutes with no patient negative effects or significant symptoms.

Event description:
On 9/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-1923bc biocomposite pushlock eyelet was found damaged after removing the anchor. This was discovered during a procedure on (B)(6) 2023. The case was completed using a product from another manufacturer. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.